Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to oversensing. As a result, a new rv lead was successfully implanted. No additional patient adverse effects were reported.